Event description:
It was reported that the 5 ml bd luer-lok¿ syringe sterile, single use experienced a failure to contain blood/medication prior to use. The following information was provided by the initial reporter: material no: 309646 batch no: 0080722 complaint 2 of 2. Originally one bd 5ml syringe was found to have cracks. These occurrences happened on 2 separate days. We have the 5ml syringe in our possession. A couple days later, another defective bd 5ml syringe was noted before it was sent off. Bd 5ml lot #: 0080722 bd 5ml ref: (B)(4).

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/10/2020. H.6. Investigation: an unknown number of reportedly used 5ml samples, contaminated with unknown medication, were received. Due to containing unknown medication or medication residue, the samples could not be handled for evaluation and the defects could not be confirmed. No photos were received to confirm the defect via a photo sample. A non-contaminated sample or a photo is required for evaluation by the manufacturing site. Since no samples were received for evaluation no defects could be confirmed or no corrective actions are required at this time. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.(B)(4).

Event description:
It was reported that the 5 ml bd luer-lok¿ syringe sterile, single use experienced a failure to contain blood/medication prior to use. The following information was provided by the initial reporter: material no: 309646 batch no: 0080722 complaint 2 of 2. Originally one bd 5ml syringe was found to have cracks. These occurrences happened on 2 separate days. We have the 5ml syringe in our possession. A couple days later, another defective bd 5ml syringe was noted before it was sent off. Bd 5ml lot #: 0080722 bd 5ml ref: 309646